Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve into a pre-existing non-medtronic surgical aortic valve (sav), the goal was to frack the sav with the transcatheter valve. The transcatheter valve did not fully expand, and the fracking was not fully achieved. The valve was withdrawn. A smaller, 23 mm valve was ultimately implanted. No adverse patient effects were reported.